Event description:
A surgeon reported the handpiece would not aspirate during sculpt mode. When the surgeon exited the eye, the handpiece was noted to be irrigating but not aspirating. A corneal burn was then observed at the 9:00 incision site. The handpiece and tip were switched out and an attempt was made to reuse the sleeve but the sleeve was somewhat melted. The procedure was completed with the second handpiece and tip at an 11:00 incision site. At the site of the corneal burn, the iris was noted to be a bit "floppy". The iris and the wound were sutured with three sutures, then the iris suture was removed. There was a reported delay of 30-45 minutes. The surgeon reported the pt was recovering well. The wound was reported to still be "slightly leaky" but was holding pressure. The pt was treated with antibiotic and anti-inflammatory drop. The prognosis was reported as "good". Additional info was received from the (B)(4) reporting that because the pt's wound was still leaky, the pt was taken back into surgery to have an epi-scrape and a fibrin sealant was applied to the wound. The pt is improving slowly.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for (B)(4) did not indicate any additional similar reports for this system. The root cause of the reported event cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(4), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).